Manufacturer narrative:
Based upon the information provided, it is unknown if the unit was in use on a patient at the time of the reported event, however, no patient harm or injury were reported.

Event description:
It was reported to philips by a customer that the unit's battery is not charging. Based upon the information provided, it is unknown if the unit was in use on a patient at the time of the reported event, however, no patient harm or injury were reported. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device, the customer stated the battery will not charge and they are getting 24v from the power supply. The battery voltage was only 8v and the voltage pm board was only 9v. The customer stated they recently had the pm board replaced under the fco and would like to have the unit checked under the pm board fco warranty. The customer suspects that the battery has gone bad due to the pm board not providing proper voltage. The customer wants the service covered under fco50 since this was recently implemented to be covered under the fco50 warranty. It is unknown if any parts or repair has been conducted in relation to the alleged complaint. Attempts to obtain further information are currently pending.

Manufacturer narrative:
H10: the field service engineer (fse) replaced the power management (pm) pcba and power supply and tested the ventilator. The fse found the battery to be defective. The ventilator was tested with a good battery and the vent charges properly. The device was returned to full functionality. The power supply assembly and pm board were returned for failure investigation. The power supply assembly was evaluated and tested, and no anomalies nor faults were noted. The pm board was tested, and the customer complaint was verified. Root cause of failure cannot be determined except by analysis of internal circuitry. The part will be returned to supplier for failure analysis. H11: patient involvement: the device was not in clinical use at the time of the event.